Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the prograsp forceps instrument got stuck in the cannula and was unable to be removed. The cannula and the instrument had to be removed from the patient at the same time. The cannula and instrument will be sent together when returned. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube approximately 0.157" from the proximal clevis. A piece measuring proximately 0.225¿ x 0.275¿ was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.